Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues connecting the meter to his insulin pump; during troubleshooting the customer noted an off no power alarm in his alarm history. The patient's blood glucose was 192 mg/dl at the time of incident. No further details were provided regarding the off no power alarm. The insulin pump was not returned or replaced.